Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced worsening fatigue which was related to undersensing of the right atrial (ra) lead. A procedure was scheduled to have the lead extracted and replaced. This patient is a participant in the (B)(6) study. The lead remains in use. No further patient complications have been reported as a result of this event.